Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A manufacturing representative reported that the patient was starting to "feel funny, clammy, and have the chills" on (B)(6) 2015. It was noted that the patient was out of town on his honeymoon. The hcp was calling the pharmacy for prescriptions; they were prescribing 2 days of supplemental pain drugs for the patient (4.7 mg/day with the patient activated doses). (B)(6) 2015 was the original low reservoir alarm date, and (B)(6) 2015 was the low reservoir alarm date the last time he looked at the personal therapy manager (ptm). The patient missed refill appointments a lot because he was basing it off the new date on the ptm, and he went to the clinic for the refill based on the date from the ptm (which had not posed a problem for the patient in the past). The manufacturing representative was inquiring if there could still be 1 ml of drug left in the reservoir (low reservoir alarm volume). The health care provider (hcp) later reported through a manufacturing representative that the patient was filled on (B)(6) 2015. They did not have any sweating or chills (only mild withdrawal symptoms). They did the refill, and the patient still had 1cc of drug in the reservoir. The indication for use was non-malignant pain. The system was delivering dilaudid at 10mg/ml and 2.1mg/day, and marcaine at 20mg/ml and 4.23m g/day. The lot numbers were unknown. Actions/interventions taken and the patient's outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.